Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the customer's fill tubing sequence was taking more insulin than previous fill tubing sequences. Reportedly, the customer disconnected infusion set from the cartridge, and intermittently delivered 5 units during the load fill tubing process, and did not observe any drops of insulin exiting from the end of the cartridge tubing. Customer reverted to manual injections for insulin therapy. Customer's blood glucose level was 89 mg/dl.